Event description:
Consumer called to report readings that were inconsistent. Analysis run on clark error grid using mean avg readings (66) vs. Bd readings of (27,105) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.